Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by two (2) calls and one (1) email to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. A lumenis certified engineer evaluated the device. No subject device malfunction was reported or observed by the user facility. The subject device was installed on 10/1/2014 and periodically serviced by lumenis technical engineer. An examination of the subject device by a lumenis engineer on 04/17/2019 concluded the device operated according to manufacturer specifications. Subject device malfunction is not the suspected cause of the adverse event reported. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burns of unknown severity to an unknown anatomical area following treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.